Event description:
An altitude alarm issue was reported with the customer¿s pump. The customer¿s blood glucose was stable, with levels between 54-500 mg/dl, indicating no adverse impact. Despite following all given instructions, the customer could not resume insulin delivery due to recurring altitude alarms. Technical support decided to replace both the pump and cartridge, and the customer began using a backup insulin pump in the interim. Instructions were provided to store and return the malfunctioning pump.